Event description:
The customer reported that the images produced were grainy and degraded to the point that they were unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter was replaced. The system was then found to be operating as intended.